Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering on was confirmed during functional testing and archive data review. The investigation findings revealed the imbalance between the two loads cells. Therefore, the root cause of the reported user advisory (ua) 07 was due to damaged load cell modules that likely attributed to normal wear and tear. The returned autopulse platform was manufactured in june 2007 and it is nearly 13 years old, well beyond it's expected serviceable life of 5 years. No physical damage was observed on the returned autopulse platform during visual inspection. The autopulse platform failed initial functional testing due user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message displayed upon powering on. The load cells were replaced to address the user advisory (ua) 07 error. Review of the archive data indicated multiple error messages user advisory (ua) 07 on the last platform power-on event date, (B)(6) 2020, thus confirming the reported complaint. Additionally, the archive shows the presence of the user advisory (ua) 02 (compression tracking error) message as it is related to the defective load cell issue. Also, the archive data showed user advisory (ua) 18 (max take-up revolution exceeded) error, unrelated to the reported complaint, and was cleared by the user. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The user advisory (ua) 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. After component replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery until discharged without any fault or error. The autopulse platform passed the load cell characterization check. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(6). (B)(4), reported on july 01, 2013, defective load cells were replaced to address the user advisory (ua) 07 error.

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The use of the autopulse platform discontinued and the crew switch to manual CPR. No further information was provided. No consequences or impact to the patient was reported.